Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) tested positive with microorganism pseudomonas specie with total of 6 cfu/100 ml. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) results ha not yet been received for evaluation. Below are information on customers cds checklist: paa_cds machine soluscope 4 aer/ewd reprocessor: tested. Model name: soluscope 4. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : a/w channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : soluscope cln. Manual cleaning : brush points: no information. Manual disinfection performed. Disinfectant used: soluscope paa. Scope storage: other. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on review of the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device however, we could not judge whether there was deviation from IFU or not because information on brushing points was not provided. The user sent the subject device to a third party for culture testing where: sampling from: all channels. Cfu: 6cfu. Bacterial identification: 2cfu_pseudomonas species. Sampling from: distal end. Cfu: 8cfu. Bacterial identification: pseudomonas species. Olympus sent the subject device to a third party for culture testing where: sampling from: biopsy channel. Cfu: 2cfu. Bacterial identification: burkholderia cepacia. Sampling from: suction channel cfu: <1cfu. Bacterial identification: n/a. Sampling from: a/w channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: distal end. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. No defects were observed that would be considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the same germs were not detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.